Event description:
Computer software performance tests conducted revealed a situation in prowess panther versions 4.4, 4.41, and 4.5 that may, in rare events, lead to an incorrect treatment planning decision. At the time this issue was first discovered through internal testing, there were no reported complaints from the installed base relating to this issue. The geometry data used to model wedges in convolution dose calculation is being incorrectly rotated for wedges oriented toward the iec y1 or y2 jaws. The rotation is switched so that the dose calculation for a wedge oriented toward y1 will give results as if the wedge was oriented toward y2 (and vice versa). User can observe and detect the discrepancy by noting the wedge orientations and the corresponding isodose distributions as well as usual qa practices. The calculation works correctly for wedges oriented towards iec x1 and x2 jaws.

Manufacturer narrative:
Additional model #'s: 4.41, 4.5. There was no actual "event" that occurred. The product problem was detected internally. A letter has been faxed to users on september 18, 2008, advising not to use the convolution dose calculation when there is a wedge in the beam, and that in order to get a correct dose distribution, the fast photon calculation should be used until this issue has been fixed. Prowess inc. Will be sending a version 4.6 of the software shortly where the problem will be corrected.